Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer does not power on. Power supply found out of electrical specification. It was noted that the stylus was missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer does not turn on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.